Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that it was observed that there was presence of tissue glue on the insertion tube. Other observations for the device are: leakage from instrument channel; light guide tube, switches, scope (s) cover, and protector were aged; insertion tube had indentation; and the charge couple device (ccd) cable welding of the electrical (el) connector was from 3rd party. The user¿s complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of air/water leakage from the channel tube as noted during regular maintenance. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was presence of tissue glue on the insertion tube. This medwatch is being submitted for the issue of presence of tissue glue on the insertion tube as observed during device evaluation. The tissue glue was used in the procedure immediately prior to the maintenance. The procedure was completed without any delay using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely tissue glue that was used in the last procedure, prior to sending the device to olympus for repair, adhered to the insertion section. However, the root cause could not be determined. If olympus product was used, a disposal injection needle is presumed. The instructions for use (IFU) of a representative needle provides the following warning and cautions regarding withdrawing the instrument from the endoscope: "warning: do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk." "Caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope.¿ in addition, the IFU instructs to avoid aspirating solid matter or thick fluid as follows: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ olympus will continue to monitor field performance for this device.